Event description:
Parent of home patient called baxter technical service center to report that there was fluid in patient's bed and the "catheter fell off" in fill 4/4 of treatment on the homechoice machine. Follow up investigation revealed the patient connector of the homechoice set separated from the patient's transfer set because it was not put on securely at set up. Patient then reportedly re-connected tubing and bypassed to drain. Patient was instructed to contact the rn immediately. Patient discontinued treatment and went to ER where they were met by dialysis rn. Patient's transfer set was changed and prophylactic antibiotics administered. Rn reports no patient injury as a result of incident.